Manufacturer narrative:
Lot number was not provided, therefore, lot history cannot be reviewed.

Event description:
The user facility in (B)(6) reported that a cutter did not move properly during surgery, however, aspiration continued. The cutter did not cut the vitreous. The cutter was replaced with another one and the surgery was completed. No patient injury reported.

Manufacturer narrative:
The product evaluation was completed. One 25ga vit cutter was returned in a plastic bag. The original packaging was not returned. The part number and lot number cannot be determined. The tip protector was in place, as it should be. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. This cutter looks used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. Due to evidence of use, the cause of the bent needle tip cannot be determined. The plant evaluation has been finalized. The product lot number is unable to be determined. The trend review performed indicates that the reported complaint product number bl5525wv is within control limits. CAPA (B)(4) was closed on 06 july 2018 but as the complaint was received 18 june 2018 it is very likely that the CAPA was still open when this product was manufactured. The root cause investigation concluded that the most likely root cause for the increase in cutter problems is attributable to 1) internal cutter friction 2) tube set design 3) cutter test method. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories in june 2018. The first lot of bl5525wv product built in june 2018 with the vitrectomy tubeset enhancement was lot number w1840. Any product with lot number w1840 or higher will include the vitrectomy tubeset enhancement. No further investigation is necessary.